Manufacturer narrative:
At the time of this report, no further patient injury or negative health related outcomes have been reported. Entellus medical will continue to monitor this situation and provide subsequent reports if required. The device was discarded after the procedure and the lot number was not provided. Therefore, no investigation of the device was completed.

Event description:
It was reported that a patient experienced subcutaneous emphysema of the lower face. After the physician successfully completed a left side eustachian tube dilation, the patient was discharged home. Two (2) days later the patient experienced left sided facial swelling/inflammation and was examined by her physician. The patient had a cat scan and was found to have subcutaneous emphysema of the lower face. The patient was given a prescription of cipro and prednisone and was sent home. The patient is doing well with no further complications.